Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. In addition, a complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot#. A review of the device labeling was completed. Hyphema, elevated iop, allergic reaction, conjunctivitis and endophthalmitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported issues are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the surgeon expressed uncertainty regarding device (istent) causality. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract plus trabecular microbypass stent system procedure, the patient presented with suspected signs of toxic anterior segment syndrome (tass) or allergic reaction associated with diffuse chemosis, hyphema and elevated iop. Per report, the surgeon was uncertain if the reported event was related to stent implantation. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the patient was being evaluated by a vitreo-retinal surgeon for tas or endophthalmitis. The implanting surgeon planned to provide an update on the patient¿s condition following anterior chamber (ac) washout and further evaluation by the retina doctor. Additional information has been requested.